Manufacturer narrative:
(B)(4)

Event description:
A hematoma was discovered at the incision site of the patient. Pressure dressing and drainages were applied. System remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.